Event description:
Pt reported that device's piston rod stuck, but device did not generate a mechanical error. Pt also reported that device did not deliver all of the programmed bolus on two occasions. Pt stated that their blood glucose was affected (it is "fluctuating"). No treatment was received.